Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) performed some troubleshooting and checked cables. The biomed determined the issue was with the roller pump.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display blanked out when powered up. The cardioplegia (cpg) monitor that the pump was connected to also had a flashing display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the complaint finding the cause to be the central processing unit (cpu) board assembly. The fretting corrosion between u1 and u2 and their sockets was the cause of the flex-sensitive display faults. The flashing cardioplegia monitor described in the complaint were likely caused by the loss of communication to the pump as the result of the ¿reset¿ condition observed to occur with the failures. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.